Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had insertion challenges using this tachy lead going into a competitor's device. The physician had to use a mineral oil to get the lead inserted. Boston scientific technical services (ts) discussed how these tachy leads were built to an iso (international organization for standardization) standard and interchangeability testing between companies. This lead remains in service. No adverse patient effects were reported.